Event description:
It was reported that the left ventricular (lv) lead exhibited rising to high lead impedance. A lead fracture was suspected. The lead was reprogrammed. The lead remains in use and continues to be monitored. This patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that left ventricular (lv) lead threshold was also elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead was programmed off.